Event description:
A report was received that a patient's precision system was explanted.

Manufacturer narrative:
Additional suspect device components involved in the event. The explanted devices were not returned to bsn, as they were discarded by the medical facility.